Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture is unknown. The patient had severe native calcification of the native leaflets. It is possible that a calcium nodule on the annulus may have caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our european affiliate, following the deployment of a 29mm sapien xt valve, a cardiac tamponade occurred. An immediate pericardiocentesis and full sternotomy were performed, and a leak from the aortic root was found. An attempt to repair the leak was performed, but was unsuccessful. The patient expired two days post tavr. Per discussion with the physician, the aortic root rupture was possibly related to a nodule of calcium on the annulus in the vicinity of the right coronary sinus, functional bicuspid valve and trauma during valve deployment. The patient¿s native annulus measured 26.6x27.7mm with severe native valve calcification.